Event description:
Pt reported an alleged aneurysm with a lap-band device. Over the past year, the pt experienced "loss of restriction" after several fills were done. The device was found to have a "protruding bubble" on the band when the dr performed a CT scan. The surgeon recommends that the band be removed and replaced, but no surgery has been scheduled at this time. The device remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks prior to product placement." A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.